Event description:
"Nurse reported via our sales rep that she was observing a surgery procedure. During removing an accolade stem the surgeon noted that the handle of the inserter broke apart. Another device was used to complete the surgery."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.